Event description:
It was reported that the system intermittently would not boot up. This caused in intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rto, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.